Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for high voltage lead impedance for low impedance issue was observed on the rv lead. The patient was asymptomatic. No other anomalies were observed. The patient will continue to be monitored with no changes. No further information available.